Manufacturer narrative:
Device evaluation summary: device evaluation of battery/modem sn (B)(4) has been completed. The reported problem (charger unable to charge battery pack), has been confirmed. Upon investigation, the battery charger/modem was unable to power on. The cause for the failure was isolated to a contaminated battery board. The root cause for the shorted contamination was due to ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem was unable to power on.